Manufacturer narrative:
Continuation of d10: product ID 977c265 serial# (B)(6) implanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025: additional information was received from patient who reported the same concern. They stated they would see settings not available on their controller. Patient mentioned the settings not available screen showed 4 times last night. Patient also mentioned last night, the ins shocked them and it felt like they had their nose stuck in a power outlet. Patient mentioned they would not be doing anything and the ins would shock them. Patient also stated they would switch groups and it would work for awhile then would suddenly shock them again from their rib cage to their feet. Patient mentioned they had to decrease their intensity to the minimum when it shocks them but when they try to increase the intensity to relieve their pain, they could not because the settings not available screen would show up on their controller. Patient mentioned that they are almost ready to have the ins taken out because it was not helping since day one but were told to keep it for at least a year. Patient also mentioned the ins was not helping with their pain and they are still on medication. Patient stated they met with the manufacturer representative (rep) yesterday and were told to call patient and technical services to replace controller. Patient stated that they met with rep a couple of times and had their ins r eprogrammed but it that did not resolve the issue. Agent redirected patient to hcp to further address the issue. Patient does not want to meet with their current hcp anymore. Patient mentioned having a procedure yesterday. 2025-apr-8: additional information was received from manufacturer representative (rep) who reported the cause of the impedance issue was not determined. They state the patient has scheduled an appointment with a surgeon for a paddle lead replacement. They state the issue has not been resolved.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had high impedance >40k ohms on electrode 12 and 13. Caller reports patient reported feeling increased intensity when patient is doing nothing. Caller reports patient indicated a total of 4 episodes where patient feels shocking sensation to his lower back, buttocks, bilateral legs, patient had to turned stimulation off. Caller reports patient was sitting still in a recliner, sleeping and walking. Caller reports today impedance shows: reference 0 12: 25680 ohms 13: 25790 ohms caller reports patient is programmed with electrodes: 8 and 10; 2 and 4. No adaptive stim programmed. Reference 8 10: 2310 ohms 2: 2520 ohms 4: 2950 ohms reference 10 8: 2310 ohms 2: 1850 ohms 4: 2600 ohms reference 2 8: 2520 ohms 10: 1850 ohms 4: 3320 ohms reference 4 8: 2950 ohms 10: 2600 ohms 2: 3320 ohms palpating ins in office with reclining position. Stimulation on and off. During off assessment, patient felt tingling sensation, but no shocking sensation like at home. Reviewed impedance. Redirect caller to patient's hcp. Suggest a diary events. Suggest xray.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep clarified that so far the patient has only met with a surgeon to discuss replacement of the paddle. The surgery has not yet been scheduled as they are still waiting on insurance approval. Until the lead revision surgery, the patient has been put on a sub-paresthesia program to avoid unwanted/surprise overstimulation. No this issue has not been resolved. Tech services advice was for the patient to keep a log of the frequency of the surprise overstimulation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported that the patient mentioned they got shocked all over their body and that they could still feel it.

Manufacturer narrative:
Continuation of d10: product ID 977c265 serial# (B)(6): product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.